Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that upon applying pressure at 6 atmosphere, leakage of contrast media was confirmed under fluoroscopy and was determined as balloon rupture. The balloon ruptured at 6 atmosphere in 30 seconds during first inflation. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure. It was further reported that the target lesion was moderately tortuous.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Based on potential root causes identified, the following attributes were considered during analysis: 12ml syringe was received with device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified there was a 19mm long longitudinal tear detected stretching from the proximal edge of the distal markerband towards the distal edge of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that upon applying pressure at 6 atmosphere, leakage of contrast media was confirmed under fluoroscopy and was determined as balloon rupture. The balloon ruptured at 6 atmosphere in 30 seconds during first inflation. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure. It was further reported that the target lesion was moderately tortuous.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that upon applying pressure at 6 atmosphere, leakage of contrast media was confirmed under fluoroscopy and was determined as balloon rupture. The balloon ruptured at 6 atmosphere in 30 seconds during first inflation. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure.